Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a fco 81 system testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs are currently in process. A good faith effort attempt will be made to gather additional information regarding the actual failed test step. A follow up report will be filed if additional information becomes available.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a fco 81 system testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs are currently in process. A good faith effort attempt will be made to gather additional information regarding the actual failed test step. A follow up report will be filed if additional information becomes available. New information: during the evaluation of the device at the service center, the device failed a fco 81 system testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The device passed all test, and system meets the specification for the performed service and is returned to use. Additionally, the suspected trilogy evo 3 way solenoid valve and proportional valve (aecm) were received at the manufacturer product investigation lab (pil) for further investigation of a failure. During testing pil visually inspected the trilogy evo solenoid valve for defects and found physical damage. Pil suspects the physical damage observed on the solenoid valve caused the test failures at service. The trilogy evo proportional valve passed all testing on the pil trilogy evo multifunctional test station. Pil concluded that the proportional valve operates as designed.